Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative replaced the power supply and a subsequent functional control and test run were failure-free. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the power supply of the sorin s5 system was found to be defective during priming. There was no patient involvement.